Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) came out before the visual indicator window changed to black/black. During the procedure, the exoseal was removed at an angle of 30 to 45 degrees, and the procedure was performed without any problems. There were no reports of patient injury. The lesion was the superficial femoral artery (sfa), and a contralateral approach was made. The exoseal was used with a 6f non-cordis short sheath and was stored in an air-conditioned catheterization room. No additional information will be forthcoming. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f exoseal vascular closure device (vcd) came out before the visual indicator window changed to black/black. During the procedure, the exoseal was removed at an angle of 30 to 45 degrees, and the procedure was performed without any problems. There were no reports of patient injury. The lesion was the superficial femoral artery (sfa), and a contralateral approach was made. The exoseal was used with a 6f non-cordis short sheath and was stored in an air-conditioned catheterization room. No additional information will be forthcoming. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18362589 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " indicator window no change to indicator" could not be confirmed. Without the return of the device and without procedural films, the cause of the reported event cannot be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.